Event description:
It was reported that the patient received multiple inappropriate shocks due to svt. The svt resolved spontaneously. Patient underwent a successful av node ablation the following day. Patient was discharged in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.